Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak error.

Manufacturer narrative:
Updated data :b4, g3, g6, h2, h10, h11. Corrected data : b5, b67, b7, d10, e3, h6 (impact, clinical).

Event description:
It was reported that during a routine check, and prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak error. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: tel (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) gas leak error. Getinge field service engineer (fse) not able to reproduce checked logs. Able to verify leak and auto fill failure on day of incident functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. There was no patient involvement.